Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unhappy/never got good vision. Clinical reason for explant was poor vision. The iol was exchanged for unspecified monofocal model lens 05 months 15 days following the initial implant procedure. Additional information has been requested.